Manufacturer narrative:
(B)(4) follow up emdr: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See manufacturer narrative.

Event description:
Event description per attached email states: block in the tube; per patient, it was reported there appeared to be cotton or white fuzz in the drainage line as it connects to the neck of the bottle 21jan2021: spoke with patient who reported the bottle appeared to have a cotton ball inside the drainage line, near the connection of the drainage line to the bottle plunger. She thought the suction may push the piece into the bottle so she started suction. The piece did not move, she disconnected and used another bottle. No sample. Catheter is placed in patient's chest.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Event description per email states: block in the tube; per patient, it was reported there appeared to be cotton or white fuzz in the drainage line as it connects to the neck of the bottle on 21jan2021: spoke with patient who reported the bottle appeared to have a cotton ball inside the drainage line, near the connection of the drainage line to the bottle plunger. She thought the suction may push the piece into the bottle so she started suction. The piece did not move, she disconnected and used another bottle. No sample. Catheter is placed in patient's chest.